Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
It was reported by the sales rep that "during case the white plastic near stop cock broke off from pr9." There was no reported patient injuries. The device was switched out for another.

Manufacturer narrative:
The complaint was confirmed. The root cause of the reported separation of the pressure monitoring luer is indeterminable. The most likely root cause includes, handling and improper technique during prep or placement, damage upon shipping, damaged during the manufacturing process all of these could have contributed to the luer separation. The manufacturing team was made aware of the complaint, in order to increase awareness of the complaint, and possible defects. The manufacturing records could not be reviewed as the lot is unknown. However the complaint does not warrant a CAPA. Trends will continue to be monitored through the edwards quality system.